Event description:
The customer reported that while runningan hiv-1 p24 antigen assay, summit sample handler did not pipette sample into well position a7 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.